Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery not holding charge issue was verified, but the usb port not charging and unresponsive touch screen issues could not be verified.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. A replacement pump was sent to resolve the issue. Additionally, it was reported that the pump battery was depleting quickly and the pump touch screen was unresponsive. The customer declined to provide additional information regarding the issues. There was no reported adverse impact to the customer's blood glucose level.